Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. No additional details were provided on patient and devices.

Event description:
Country of complaint:: (B)(6). It has been reported that there has been 5 patients who have been burnt over the last 3 to 4 months. At royal southampton treatment centre. Components in use listed as concomitant devices are: gd450m / micro-line straight hdpc 1:1 f/2.35 x 70 mm. Gd672 / microspeed uni motor cable f/foot ctrl. Hs-220-13-t / toller fissure burr 50 x 1.6 mm tc (pak5).